Event description:
During the eval, a spectrum pump did not pass the upstream occlusion test. There was no patient involvment.

Manufacturer narrative:
(B)(4). Baxter eval the device. The pump did not pass upstream occlusion testing per the spectrum preventative maintenance procedure. The upstream sensor was out of calibration and has been re-calibrated.